Manufacturer narrative:
The hill-rom technician found the side comm board needed to be replaced. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom® communication system: inspect and test the communication junction box. Make sure the sidecom® communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. The account did not provide the serial number for this bed so hill-rom was unable to confirm when or if hill-rom performed any preventive maintenance on the bed. It is unknown if the facility performs preventative maintenance on their beds. The technician quoted the parts to the account and the account replaced the side comm board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was not alarming at the nurses station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).